Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2017865-2020-01692. It was reported that the implantable cardioverter defibrillator had eroded and the right atrial lead exhibited noise. The device and the lead were both explanted and replaced on (B)(6) 2019. The patient was in stable condition.